Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer stated that after bolus her blood glucose goes up instead of coming down. Customer stated that she has removed 3 sets because of this. Customer stated that it happens immediately after the infusion set change. The customer was advised that we are sending 2 t packs of reservoir and infusion sets. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated she doesn't have time to troubleshoot for high blood glucose.